Event description:
It was reported that during an emergency thrombectomy combined with cerebrovascular stenting procedure for the left middle cerebral artery mca, when the physician was advancing the subject guidewire through moderately tortuous vessels, after several torsions, the physician noticed an abnormal sensation, characterized by a dull and resistant feel. The physician subsequently withdrew the subject guidewire along with the microcatheter and removed the guidewire from the microcatheter on the table. Upon inspection, it was observed that the surface coating of the subject guidewire had peeled off over a length of 20-30mm at the distal end, exposing the bare metal wire. After confirming that no coating residue remained within the patient's body, a new guidewire was used to continue and complete the surgery.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after the guidewire was removed from the microcatheter it was observed that the surface coating had peeled off over a length of 20-30mm at the distal end, exposing the bare metal wire. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during an emergency thrombectomy combined with cerebrovascular stenting procedure for the left middle cerebral artery mca, when the physician was advancing the subject guidewire through moderately tortuous vessels, after several torsions, the physician noticed an abnormal sensation, characterized by a dull and resistant feel. The physician subsequently withdrew the subject guidewire along with the microcatheter and removed the guidewire from the microcatheter on the table. Upon inspection, it was observed that the surface coating of the subject guidewire had peeled off over a length of 20-30mm at the distal end, exposing the bare metal wire. After confirming that no coating residue remained within the patient's body, a new guidewire was used to continue and complete the surgery.